Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with diaphragmatic stimulation. The left ventricular lead was dislodged. The lead was dislodged explanted and replaced successfully. The patient was doing fine post procedure.

Manufacturer narrative:
Correction: explant date should have been - (B)(6) 2016 - rather than blank.